Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr reports patient status, post right total hip done within the past year had fallen and now has a peri prosthetic around the femoral component and would like to revise to a restoration modular hip stem. The procedure was performed without incident. Also 3 cables were implanted to support the fracture. No further information is available.